Manufacturer narrative:
Additional information has been provided. The customer reported that the phaco handpiece had no phaco power. The phaco handpiece was received and a visual assessment of the returned sample did not find any visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications per manufacturing test procedure (mtp). The phaco handpiece met all product specifications per the mtp. Therefore, the customer reported event was not able to be confirmed. The phaco handpiece was manufactured on october 5, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no ultrasound from the handpiece. The event details and patient impact are unknown. Additional information has been requested but not received.